Manufacturer narrative:
(B)(4). The device was sent to gore for analysis. Further information will be provided.

Event description:
On (B)(6), 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician had some difficulties during the cannulation of the trunk ipsilateral leg component. During advancing of the contralateral leg component (plc161400/13412876) over the amplatz guidewire, the device partially deployed. The physician tried to withdraw the device back into the sheath, but this attempt was unsuccessful. After the deployment of the contralateral leg component, the delivery catheter was removed without the leading olive. The physician concluded the procedure using the another gore excluder aaa endoprosthesis as a distal extension. The separated leading olive left in the aneurysmal sac. The patient tolerated the procedure.

Manufacturer narrative:
The device was implanted in the patient, the device delivery catheter was returned to gore.

Event description:
On (B)(6) 2015, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. It was reported that the physician encountered difficulty during cannulation of the contralateral gate of the trunk ipsilateral leg component. When advancing the contralateral leg component (plc161400/13412876) over the amplatz guidewire, the device partially deployed. As the device was unable to be withdrawn back into the sheath it was entirely deployed outside the contralateral gate. Post deployment of the contralateral leg component the delivery catheter was removed, however the delivery catheter was broken just distal to the trailing olive; and the catheter guidewire lumen and leading olive were no longer attached to the catheter. The physician concluded the procedure with placement of an additional gore excluder aaa endoprosthesis to bridge the previously deployed device within the contralateral gate. The separated catheter guidewire lumen and leading olive were left in the aneurysmal sac. The patient tolerated the procedure. There is no re-intervention planned to retrieve the olive tip. It was reported that the during advancement of the contralateral leg component had been torqued and rotated due to calcification and tortuosity of the common iliac artery.

Manufacturer narrative:
(B)(4): images were provided to gore and an imaging evaluation was performed. Multiple intraoperative x-ray angiography (xa) time points were provided which depict additional details. The bilateral external iliac arteries appear to be tortuous. A determination of significant calcification is unable to be determined with the available images. On xa time point 12:26:28 there appears to be a device advanced in the distal end of the trunk. On xa 12:29:05 there appears to be a distal type I endoleak. On xa 13:06:27 the proximal end of the partially deployed device is just distal to the distal end of the contralateral limb. The olive tip is visible on these images. On xa 13:18:29, the distal end of the contralateral limb and the partially deployed device appear to be bridged with another device. On xa 13:21:03 and xa 13:34:19 the olive tip is no longer visible on the images. Final xa, 13:34:19 the distal type I endoleak appears to be resolved. The olive tip is no longer visible on the images. (B)(4): the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis warns, do not rotate the contralateral leg endoprosthesis delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr, 18 fr or 20 fr vascular introducer sheath